Manufacturer narrative:
The device has not been returned for investigation nor were x-rays provided to confirm the alleged event. Root cause cannot be confirmed at this time.

Event description:
Information was received that the rods were removed on (B)(6) 2020 after being implanted. As per the reporter, the rods would not provide additional distraction in-situ.

Manufacturer narrative:
The reported failure mode was confirmed as the rods were not distracted, and they did not meet specifications. The cause of the jam may have been the bending force applied on the rods during the distraction sessions. The patient¿s daily activities and unique anatomical structure can influence the amount of force applied to the rod. A review of the device history records revealed no discrepancies related to this complaint. The rods were manufactured in accordance with the specified requirements and met all of the required quality inspections.

Event description:
See updated information in d4, h2, h3, h6 and h10.